Event description:
During a colon resection procedure, recieved incomplete staple lines and had bleeding. Pulled another like device, and it would not fire at all. A third like device was used to complete the procedure. There was no patient consequence.